Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were dislodged due to difficult patient anatomy resulting in significant lead slack. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis indicated apparent explant damage. (B)(4).